Event description:
Pt to cath lab for angiogram two attempts were made to insert guide wire unsuccessfully. Third attempt was made using new guidewire which inserted easily but became lodged during extraction. Pt subsequently was taken to operating room from a CABG. Where lodged wire was removed. Pt was trasferred to ICU. Two days later, died of complications related to multi-organ failure.